Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. The opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the tip of the device was cracked and could not cross the lesion. The procedure was completed with another of same device. No patient complications reported.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. The opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the tip of the device was cracked and could not cross the lesion. The procedure was completed with another of same device. No patient complications reported. It was further reported that the device was partially separated and was confirmed that the issue occurred outside the patient's body. No intervention has been done to remove the device.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections appear to be in good conditions. There was no damage on the distal tip or guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. The opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the tip of the device was cracked and could not cross the lesion. The procedure was completed with another of same device. No patient complications reported. It was further reported that the device was partially separated and was confirmed that the issue occurred outside the patient's body. No intervention has been done to remove the device.